Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing several power failure alarms. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was producing a 35 volt rail failure, 2.5-volt failure, 3.3-volt failure, and motor controller (mc) printed circuit board assembly (pcba) failure. The rse advised the customer to confirm that the mc pcba is seated properly and confirm the connections on the power management (pm) pcba. If the customer found that everything was seated properly, the rse informed the customer that it is advised to replace the mc pcba. On 05aug2024, the customer called the rse back and confirmed that they had ordered and replaced the mc pcba. Following troubleshooting assistance by the rse to properly install the mc pcba and confirm that the data acquisition (da) pcba to mc pcba cable was seated properly, the customer confirm that the device began to operate without issue, as expected. In a good faith effort (gfe) response from the customer received on 08aug2024, it was confirmed that the device had been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.